Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965 implantable tachy lead - implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that lead fracture was suspected of the atrial lead as there was high impedance, no capture, and noise on the egm (electrogram) with arm movement. The lead was programmed off. No patient complications have been reported as a result of this event.